Manufacturer narrative:
510k: this report is for an unknown pfna nail. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the literature article: p raval, et al., (2016) comparison of short versus long anti-rotation in treating trochanteric fractures. Malaysian orthopedic journal volume 10, pages 22-28 (united kingdom). This study is a comparative evaluation of the surgical treatment and outcome of patients with pertrochanteric fractures treated with short versus long proximal femoral nail antirotation. A retrospective review was conducted of patients with pertrochanteric fractures treated between (B)(6) 2011 and (B)(6) 2012. Eighty (80) patients met the inclusion criteria for the study, forty (40) of which were treated with short proximal femoral nail antirotation (pfna) and the rest of the 40 treated with a long pfna. Complications: intraoperative: twelve patients experienced blood loss. Post-operative: eight patients died within a year. Three patients underwent revisions - one sustained a fracture at the distal end of the nail and was treated by using a locking plate. The second (2nd) had a perforation of the anterior femoral cortex and was revised with a retrograde nailing. The third (3rd) patient experienced a screw cut-out and revised to a hemiarthroplasty. This report is for twelve patient who experienced intraoperative blood loss. This report is for an unknown pfna nail. This is report 1 of 3 for complaint (B)(4). A copy of the literature abstract is attached to this medwatch.